Event description:
On (B)(6), 2010, the lay user/pt contacted lifescan (lfs) alleging that both the up and down arrow buttons on her one touch ping meter were not responding. The complaint was classified based the customer care advocate (cca) documentation. The pt was unable to confirm when the alleged issues began with the subject meter. The pt confirmed it was intermittent. It is not known if the patient made any changes to her diabetes management as a result of the alleged issue. On an unspecified date/time, the patient claimed she began to feel "crummy and stressed out of her mind". It is not known if the symptoms developed prior to or after the start of the alleged issue. The cca was unable to confirm if the pt received medical treatment after the alleged issue started. At the time of troubleshooting, the cca noted that both the up and down arrow buttons were responding to touch. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The pt did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged issue was not resolved.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.